Manufacturer narrative:
Please void all reports for medwatch no.: 3010536692-2019-01166. There is no deficiency stated against this product. This event is a non-reportable event. This report should be reported.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
(B)(6): allegedly , patient was diagnosed with deep vein thrombosis.